Event description:
It was reported that the front case of a smiths medical fluid warmer is leaking.

Manufacturer narrative:
Device evaluation: one hotline warmer was received for investigation with a cracked reservoir tank cover and corroded drain fitting. The device also visibly had old style components including, the enclosure, pcb, drain fitting, and line cord. Upon functional testing, it was found that the corners of the reservoir tank cover were cracked near the screw holes. Based on the evaluation, the complaint was confirmed. A problem source for the event could not be identified. However, the investigation did note that over torqueing the screws can cause cracks in the cover.